Manufacturer narrative:
Product return has been requested. Investigation is pending receipt of product.

Event description:
In 2007, during a thoracolumbar surgery, the surgeon was implanting the closure top to lock the construct and the threads of the closure top were damaged. The surgeon removed the closure top and a damaged screw, subsequently completing the case as intended. There was a surgical delay of 10 minutes.